Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.

Event description:
Philips received a complaint from a customer that u-arc fell down approximately 50 cm during an examination. This is an uncontrolled movement due to defect in the brake drive. Falling of the u-arc may lead to dangerous situation which may cause serious injury to the patient.